Event description:
It was reported that during a normal battery depletion replacement, the representative indicated that the lead looked ¿corroded¿ and stated it had some 'stuff in it' and believed it was just related to it being an 'old battery'. They did not know exactly when 'stuff' got into 'it' or when the lead became 'corroded'. It was reported 3 days later that the stuff on the lead was just bone wax. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Concomitant products: product ID 3031a, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3889-28, lot # j0455432v, implanted: (B)(6) 2005, product type lead; product ID 3889-28, lot # j0455432v, implanted: (B)(6) 2005, product type lead. (B)(4).